Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was microscopically examined and had wear at a fold in reservoir shell. The reservoir passed the leakage testing. This investigation was assigned a most probable conclusion code of cause not established.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. It was suspected that the reservoir or the tubing connector was damaged. The reservoir was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. It was suspected that the reservoir or the tubing connector was damaged. The reservoir was explanted and replaced. There were no patient complications reported.